Event description:
Information was received from a patient who was receiving dilaudid with an unknown concentration and dose via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's pump had stopped working "years ago". No patient symptoms/complications were reported.